Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was for l2-l3 dlif with posterior pedicle screws. The case plan was reviewed with the surgeon prior to operation. Two plans were presented, and the surgeon chose to use the plan with screws planned on facets. Advanced accuracy test was completed. Shoulder calibration <(>&<)> camera function was checked. The guidance system was attached to the bed with no issues. The guidance system was attached to the patient with a single schanz pin into left psis. X-eyes were having trouble seeing the reference plate initially. The mount was unlocked and relocked and x-eyes were able to see. Ap and oblique images were taken, and basic registration was successful for l1-l3 with a failure to register at l4. The arm was sent to mark all trajectories. The arm was resent to instrument, and x-ray images taken to verify placement. The trajectory looked too high. The arm was sent to remaining trajectories which looked equally high, inaccurate, and not in accordance with the plan. Surgeon chose not to re-register the patient but to free hand the screws instead. The system was removed from the bed with no issues.